Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the pt's room, one day after the catheter was placed, a leak from the right subclavian vein insertion site was found. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The pt had been given an etoposide.